Event description:
It was reported that a wire of a ncircle tipless stone extractor was noted to be "out of position". The nurse observed this prior to use or patient contact. Another device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Customer phone: (B)(6) ; postal code: (B)(6). Occupation = non-healthcare professional: unknown. PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 22apr2022 and some was inadvertently omitted from the initial report: the procedure being performed was a ureteroscopy.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction: h6 (annex g). Event summary: it was reported that a wire of a ncircle tipless stone extractor was noted to be "out of position". The nurse observed this prior to use or patient contact. Another device was used to complete the procedure. The procedure being performed was a ureteroscopy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device: product was returned in an unopened pouch. A visual inspection found the basket sheath of the device was not properly secured in the circular portion of the tray. A review of the device history record (DHR) found no non-conformance's related to the reported failure mode. Because there are no related non-conformance's, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. Cook also reviewed product labeling. The product IFU (instructions for use), and it contained no information related to the reported issue. Product returned in unopened pouch. A visual inspection found the basket sheath of the device was not properly secured in the circular portion of the tray. The portion of the tray lid that snaps in place and holds the product in place was not secured. There were two likely possible causes: 1) the tray lid was not properly secured in place during manufacturing, or 2) forces experienced during shipping forced the lid open. There was not enough evidence to make a conclusive determination of the cause. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.